Event description:
High readings. In blood glucose tests, caller received a meter reading of 177 mg/dl and a lab reading of 91 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.